Manufacturer narrative:
Initial.

Event description:
It was reported that a user observed a discrepancy between a continuous glucose monitor reading of 176 mg/dl and a fingerstick value of 188 mg/dl during an episode of hyperglycemia, and the user asked whether calibration was indicated; the agent advised that values were close and that entering a fingerstick calibration would not be harmful. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included troubleshooting and education provided by support. Investigation of this case revealed no device malfunction reported or identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.